Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. MFR#: 9616656-2023-00111 is void as a result.

Event description:
It was reported that the bd ultra-fine¿ original pen needles 29g x 12.7mm was not illegible to read lot number. The following information was provided by the initial reporter: can't see the lot number on pen needle tab.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ original pen needles 29g x 12.7mm was not illegible to read lot number. The following information was provided by the initial reporter: can't see the lot number on pen needle tab.